Manufacturer narrative:
Initial reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue x3. It is unknown whether sound was still coming from the device. The x3 was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and fse confirmed the x3 sound was operating to specification; however, there was a speaker inoperative message present when it was booting up. The fse replaced the mainboard and speaker to resolve the issue. The speaker and mainboard were replaced, and the device was returned to functional use with no further issues identified. The device remains at the customer site.